Event description:
It was reported that the patient underwent a spinal procedure for idiopathic scoliosis. It was reported that the tip of bender was cracked and broken off. The broken tip was removed from the patient. The surgeon noticed it by x-ray, after closing the operative site.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. Post-op x-rays confirmed that the device fragment was left inside of the patient. The pictures of the bender also show that the tip of the bender chipped off. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.